Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient, who had an artificial urinary sphincter (aus) device, experienced recurring incontinence. Upon examination the device appeared to be cycling fine, however because the device was almost 10 years old the physician decided to replace the device. During the revision surgery, the physician noted that the aus tubing that led to the pressure regulating balloon was close to the patient's inflatable penile prosthesis (ipp) device tubing. The aus device was explanted and a new device was implanted. There were no further patient complications.